Manufacturer narrative:
Analysis of the infusion pump (s/n (B)(4)) showed no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider on 2018-apr-23. It was reported that the pump was found to be interm ittently stalling, which was the reason for removal. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving prialt (ziconotide, 25.0 mcg/ml, 3.195 mcg/day) via intrathecal drug delivery pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the pump malfunctioned. There was no patient injury. The patient recovered without sequela after the device was removed. The pump was returned to the manufacturer for analysis. No further complications were reported.

Manufacturer narrative:
Information was not received via manufacturer representative. If information is provided in the future, a supplemental report will be issued.